Event description:
The customer reported the system intermittently failed to produce fluoroscopy x-ray. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The hard drive and workstation pcb's were reseated. The system operates as intended.